Manufacturer narrative:
The investigation into the optical signal/placement signal issues has been completed. The impella automated controller (aic) was returned for investigation. Data analysis: imc logs revealed that there was a placement signal unreliable alarm issued on the complaint date. Further examination of the rt logs with the first pump showed periodic spiking of the raw placement signal which eventually railed to max value. Upon switching the pump, the same placement signal issues persisted. Device analysis: the console was tested thoroughly on an engineering bench. Upon arrival, the 5s optical parameters and optical power were within specification according to the pm procedure (B)(4). There was contamination found on the pump connector¿s ferrule which could not be removed with wet cleaning. However, even with a known good optical pump connector, the failure mode (placement signal spiking) could be reproduced, and 5s parameters were still within specification. The root cause of the placement signal issues was due to a defective optical bench. The cause of the defective optical bench was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) placement signal was not reliable. It was reported that the first catheter lost placement signal with the same alarm, the physician completed the procedure. The physician took the pump out and the patient decompensated. A new pump was placed with the same error resulting in the aic being switched out with a replacement. There was no report of patient harm or injury.